Event description:
Customer reported to beckman coulter, inc. (Bec) that water leaked under the hydropneumatic area, on the right side, below the reagent compartment of the unicel dxc 800 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the valves for the a and b reagent probes. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
(B)(4).